Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in a patient with tortuous and calcified vessels, valve alignment was attempted in the thoracic aorta. Due to resistance, gross alignment was not possible and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system causing it to not respond. It was decided to remove the delivery system, but it was not possible to retrieve it and the crimped valve through the esheath. A surgical cutdown was performed using a balloon in the descending aorta to reduce blood flow. The procedure was aborted. The patient was taken to ICU with good hemodynamics and stable pressure. During pre-decontamination of the returned devices, it was found that the outflow struts of valve frame were bent. The second esheath used was found to have a split distal tip.

Manufacturer narrative:
The valve was returned for evaluation. During visual inspection, one strut was bent outward at the outflow. The frame was distorted. After removing the crimped valve from the delivery system, multiple bent struts were noted at the outflow side. Severe gouges were noted on flex tip. No functional testing was able to be performed due to the device return condition. No dimensional inspection was able to be performed due to the device return condition. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no other complaints were revealed for frame damage from the valve lot. During manufacturing of the edwards sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Images of the patient's anatomy was received. The patient's access vessel had calcification present along with tortuosity and undersized vessels. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards' logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The frame damage was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''it was not possible to retrieve the delivery system with the crimped valve through the esheath because of the diameter of the valve and a surgical cutdown was performed'' and ''as per medical opinion, the root cause of the event was the difficult access, tortuous and calcified vessels''. Per training manual, ''ensure the thv is centered on the flex tip'' and ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again''. Additionally, per imagery provided, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system withdrawal. In this case, it likely the delivery system with the crimped valve was withdrawal non-coaxially due to tortuosity and calcified patient access vessel. It is possible that excessive force was applied to retrieve the crimped valve through the sheath, and it could have led to frame damage at the outflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve, non-coaxial thv withdrawal, excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06524 and 2015691-2022-04017. Investigation is ongoing.